Event description:
It was reported that pocket infection and perforation were observed. The system was explanted.

Manufacturer narrative:
A partial lead with both the proximal and distal ends of the lead missing was returned for analysis. Externalized conductors due to internal abrasion were found at 29.1cm to 31.7cm from the proximal end of the lead segment. The etfe coating was intact at the same location. Without return of the distal portion, a lead tip stiffness test could not be performed.

Manufacturer narrative:
Review of quality records. Device evaluation anticipated but not yet begun.